Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) no anomalies found. Medical segment of the lead was returned and analyzed. All conductors had blood/body fluid (not obstructed), outer insulation meleted and had white substance, and apparent explant damage. (B)(4) the device was analyzed and no anomalies were found.

Event description:
It was reported that the patient had continued complaints of pocket tenderness. A pocket revision was done and at that time the device was removed and the lead was capped due to poor sensing and elevated impedance. Cultures from the wound tested positive for propionibacterium granulosum. The patient was placed on long term antibiotics. No further patient complications were reported.